Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that the tip of the reciprocating saw broke, where the blade is locked. The surgery was completed with a backup saw (provided by the hospital) after a 15-minute delay. No adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned quick connect reciprocating saw (part number 450-0241, batch number 1179693, serial number (B)(6)) was examined visually under magnification. When inspected closely, the lock collet was found to have fractured right above the pattern of flats, at the transitional radius. The fractured surfaces appeared dull and gritty in appearance, indicating failure due to a single overload event. There was some foreign debris stuck in the central dimple of the part. It was possible that use of the reciprocating saw on a dense bone generated a large force transmitted to the saw, causing a fracture of the collet. No other significant signs of damage or wear were observed. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.